Event description:
Today I woke up to empty my cora menstrual disc, it had slipped so far back I could barely reach it. Not to mention it is slippery so I couldn't even wiggle a finger under it to break the seal. I ended up in the emergency room, 2 nurses tried for 15 minutes and could not release it, it is so slippery they could not grasp it with forceps and it slid even further back. They had to call a gynecologist to the ER for help. I have been here several hours and it is still stuck inside my vagina. I am livid. I have used several other discs and never had an issue. This disc is too slippery and too firm. The little lip to supposedly be able to pull it out never has worked either because the material is far too slippery. This product is dangerous and should be recalled. This was traumatizing, I have used other discs for a couple years and had no problems being able to remove them. This one is a danger to women, and should be pulled from shelves. FDA safety report ID# (B)(4).